Event description:
A female, age 75, was hospitalized with dysphagia and pain in mid upper abdomen for one year, worse in late three months. On 12/8/97, the xray showed: lower esophageal stricture, mucous membrane of the cardiac disorder, fundus stiffness. She was in weak health condition having diabetes. She was placed with stent on 12/18/97. The placement went smoothly. The stent was fully expanded at good position. After stent placement, the pt could take food normally and she left the hosp 12/31/97. Everything went well since then. However, a week ago, she found her stool to have turned black and suffered pain in upper abdomen. X-ray showed the stent had migrated to the stomach. Opinion of the physicians was that the stent had truly improved her living for the past three months. They project that the stent migrated due to the deterioration of the tumor at the location of the stent. Co's salesman was to call and find out location of the stent in the stomach on 5/21/98. On 6/10/98 co's dist responded with the following info: they had taken the stent out by surgery. The dr was not familiar with the rats tooth forceps and overtube method other physician use. After evaluations, the pt was found to be healthy enough for surgery. Now the pt is in good condition.